Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The peritonitis was manifested by cloudy effluent and abdominal pain. The cause of the peritonitis is unknown. Two days later, the patient was hospitalized for this event. Treatment for this event was not reported. Peritoneal dialysis therapy was ongoing. At the time of this report, the patient outcome from this event was unknown. No additional information is available. This is report 3 of 3.

Manufacturer narrative:
Complaint no: (B)(4). The reported product is an unknown baxter minicap. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).